Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 5 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 147 mg/dl and the bg meter was reading 500 mg/dl. The patient experienced vomiting, diarrhea, difficulty swallowing, and burning in his throat (due to the vomiting). The patient¿s wife called an ambulance. Emergency medical service arrived and transported the patient to the hospital. Upon the patient arrived at the hospital, the paramedics checked the patient¿s cgm was reading 140 mg/dl and the bg meter was reading 500 mg/dl. The patient was treated with an intravenous insulin drip and three unspecified anti-nausea medications. The patient was discharged home from the hospital after 3 days on (B)(6) 2024. The patient was ¿getting better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.